Event description:
It was reported by repair work order that the cot tipped over with a patient on it. The patient received scrapes on their knees as a result of the tip. There was patient involvement; however, no adverse consequences or clinically relevant delay in treatment was reported.